Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room due to a report of shock. The boston scientific representative called technical services to see if the patient had transmitted to latitude recently. Ts stated that the last transmission was from a couple of days prior to the call. It could not be confirmed if the shock was inappropriate or not. The plan was to have a patient's family member to get the communicator to do an upload. The device remains in use. No additional adverse patient effects were reported.